Event description:
Cook medical reported on behalf of the states rep, "2 medtronic leads ra lead 6940 and rv lead 6943 implanted in 1996 were being extracted. The 1st attempt to extract the leads was performed 2 weeks ago via laser and was aborted and capped with lld locking stylets remaining in both leads. Dr. (B)(6) called me on (B)(6) 2011 requesting I bring in cook product. Dr. (B)(6) assisted on the lead extraction. The doctors were successful in removing the rv lead and were down 3/4ths of the way on the ra lead with a 13fr. Evolution used on both leads. When they were working on the ra lead is when they noticed the pericardial hemorrhage on the tee surg. Team on standby performed open heart." Open heart surgery to repair svc.

Manufacturer narrative:
(B)(4). According to complaint communication form, product is not being returned. Product not returned for eval.